Event description:
The following has been reported: 5/19: device breaking during set up. A preliminary review of the logs identified the following issue: administration set breaks (any part) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.